Event description:
It was reported that the zimmer electric dermatome did not turn on. Additional clinical follow up with the customer indicated that the reported issue was observed during the sterile processing and the device was not in use on a pt or in a procedure when the issue occurred. It was also reported that the green light on the power supply was on, but the dermatome did not make any noise when switched on. The dermatome was not submersed at any time during use, the transport or cleaning and an automated wash cycle is not used to initially clean the dermatome.

Manufacturer narrative:
Beginning 05/31/2012, united states and canadian customers were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their zimmer electric dermatome. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customer were requested to contact zimmer to scheduled maintenance for the device in accordance with the instructions for use. The device was returned to the MFR for repair and evaluation. The service record indicates that the device was manufactured on 10/17/2011 and has no repair history at zimmer surgical. Evaluation of the device observed that the device operated slowly and then the motor died after a power cycle. Prior to repair, the device was outside calibration specifications at the zero thickness setting on the left side. It was also observed that the motor has corrosion on the outside of the casing. The cause is most likely due to the user not maintaining the device preventive maintenance and handling according to the instructions for use. The zimmer electric dermatome should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.